Manufacturer narrative:
B5: the device was filled with piperacillin/tazobactam18g and citrate buffer in 230ml sodium chloride 0.9%. H4: the lot was manufactured between january 25, 2024 ¿ january 29, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused by approximately 20-30 ml after 23 hours of infusion. The issue occurred during use. The device contained piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.